Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker tibia. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Further information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented at office with painful knees. X-rays revealed subsided tibias. This pi is for the right knee.